Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc, and a system error 2367 occurred. The tsr explained both system errors. The hp stated that they did not notice anything different about the supplies, nor did they do anything different regarding the setup, and was not sure why a system error 2240 occurred. The patient was connected at the time of the alarm. The patient line had been properly primed. Patient extensions were in use and had been attached prior to prime. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr advised the hp to either start all over with new supplies or to complete therapy using manual supplies. The tsr also advised the hp to contact their registered nurse to notify them of the alarm. The hp understood and would use manual supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause was could not be determined.